Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with far field r-wave oversensing on the atrial channel. Recommended programming changes were made.